Manufacturer narrative:
The service rep replaced the 24v power supply assembly. They also tested the up/dn motion. The system operates as intended.

Event description:
The customer reported c-arm will not move up or down during intermittent states. No pt injury was reported.